Manufacturer narrative:
Approx 14 months prior to the event.the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred at another facility approximately 14 months prior to this event. The patient presented to this facility in november 2007 with a thrombosis. The left circumflex (lcx) artery was occluded in the proximal portion of the previously placed taxus express2 drug eluting stent, unk size. The physician "dottered" the stented segment with an uninflated 2.0mm maverick balloon initially and was able to restore timi I flow to the vessel. Poba was then performed with serial inflations of a 2.0x15mm maverick balloon to 14 atms for 20 seconds. The a-v groove lcx was treated with poba using a 2.5x20mm non bsc balloon to 12 atms for 20 seconds. Post intervention angiography revealed no evidence of dissection, no residual stenosis and timi iii flow. Asa, plavix, lmwh and aggrastat were administered during this procedure. Plavix was prescribed for 12 months post procedure. No patient complications occurred. It is noted that the patient was not compliant with plavix prior to this event.